Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not charge battery) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger was not properly recognizing or charging a battery pack. Upon evaluation, there was liquid contamination on the battery board and the d2 components on the bedside board was shorted internally. The cause of the inability to properly recognize and charge the battery packs is the shorted component and contaminated board. The root cause is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger. Device manufacture date & device usage: charger sn (B)(4): 10/15/2013 - reuse, charger sn (B)(4): 10/06/2015 - initial use.

Event description:
The us distributor also returned the patient's replacement charger sn (B)(4), reporting that after replacing charger sn (B)(4) the new charger was unable to properly charge the patient's battery pack. A us distributor contacted zoll to report that a patient's charger (sn (B)(4)) was not properly charging the battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger was not properly recognizing or charging a battery pack. Upon evaluation, there was liquid contamination on the battery board and the d2 components on the bedside board was shorted internally. The cause of the inability to properly recognize and charge the battery packs is the shorted component and contaminated board. The root cause is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs.